Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in diagnosis procedure when the issue occurred, and the procedure got completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start up. The system log file was reviewed, which confirmed the reported malfunction. Upon troubleshooting, fse identifies the problem with the hard drive (hhd) of suite pc because of the defect in the disk bay. To confirm the problem of disk bay, fse connected the hhd with other slot in the disk bay and confirmed the system functionality. To resolve the issue, fse replaced the disk bay. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.